Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the was sheath was positioned in the laa. Upon initial unsheathing of the flex ball, a clot was noted via transesophageal echocardiography (tee) on the was sheath on the mitral side. At that point, the physician recaptured the closure device and while retracting the closure device from the was, the physician drew back blood on the was sheath. The physician waited for the activated clotting time (act) to come back before opening a new closure device. The activated clotting time was 312 seconds. There were no patient complications.